Event description:
A customer reported that coulter lh500 hematology analyzer failed to provide suspect flag/messages for a pediatric patient sample containing blasts and erroneous differential results. The results were reported out and were questioned by the physician, four days later on (B)(6) 2011, because the patient was previously confirmed to have acute leukemia by peripheral blood, bone marrow, and flow cytometry testing. Repeat testing on the original specimen on an alternate instrument (coulter act 5 diff al hematology analyzer) indicated immature cells along with blast messages/flags. Manual smear from the specimen also confirmed 69% blasts. A new specimen run on the same lh500 instrument on (B)(6) 2011 (six days later) recovered results with instrument generated flag/messages consistent with the patient's clinical diagnosis (i.e. Blasts and differential abnormality). There was no death, injury, or change to patient treatment associated with this event.

Manufacturer narrative:
The initial specimen on (B)(6) 2011 was collected in 2.7 ml k2edta bd tube, stored at room temperature and processed in the automatic mode 1-2 hrs after specimen collection. The specimen was rerun on (B)(6) 2011 after being stored in the refrigerator at 2-8c, exceeding the sample stability. Per the information provided, latron control scatter mean channel for diff was low, but was optimized. Controls were within the specifications before running the specimen. Review of the control screen capture provided indicated that the diff latron mean channel and %cv were high, out of range on (B)(6) 2011, at 11:56:22. The results were within specification after a subsequent run on (B)(6) 2011, at 11:58:34. Raw data was requested for the investigation but could not be obtained. Service was not dispatched for this event. Root cause for this event has not been determined.